Manufacturer narrative:
Date of report: 30may2019. Conclusion/root cause: during failure analysis, a visual inspection of the touchscreen showed no evidence of damage or contamination. During testing, the touchscreen did not calibrate properly and several points were determined to be out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28feb2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touchscreen and the issue was resolved. The device passed performance verification testing and was returned to service.

Event description:
It was reported that the touchscreen could not be calibrated and was unresponsive. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported. The event date was not specified; estimate used.